Event description:
During placement of intrathecal catheter, the guidewire was removed to confirm the free flow of spinal fluid. A suture was placed and as the needle was withdrawn, it was noted that the catheter was sheared. Approximately 15 cm of the catheter remained in the patient and attempts to remove it were not successful. A second catheter was placed between l1 and l2.======================health professional's impression======================a guidewire was removed in order to confirm the free flow of spinal fluid. There is a chance that the catheter may be kinked at the tip of the needle that resulted in its shearing.